Event description:
It was reported the customer received an external flash error alarm on their insulin pump. Customer's blood glucose was 127 mg/dl. The customer stated the alarm occurred during the rewind and prime sequence. It was also found the customer received a compromised force sensor system alarm. The customer reported insulin was squirting out during a manual prime. Troubleshooting found the drive support cap was sticking out. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.